Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male was implanted with an impella 5.5 as a bridge to transplant. After the patient was transplanted with left ventricle assist device, an impella rp flex was implanted for right heart support. The impella rp flex was removed after four days due to low flows. The patient was implanted with a centrimag right ventricle assist device.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The pump was returned for evaluation. During inspection, the impeller was found to be clean. There were no kinks noted. The low flow was not reproduced while running in a water bucket at p-9. No other abnormalities were observed. Data logs show that 78 hours into support there is a motor current spike, ps shift, and speed deviation while at p-9 with immediate drop in flows. This is indicative of ingestion. The biomaterial was most likely kicked out as it was continued to run in the patient. The root cause of the low pump flow issue was most likely biomaterial. The instructions for use for impella rp with smartassist system in section: using the automated impella controller with the impella catheter states "achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup".